Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's right eye using a ez-28 delivery device. The iol was removed intraoperatively due to bent haptic which was noted during iol insertion. The incision was enlarged, and sutures were placed as standard protocol. Another lens was implanted successfully. The pt's current prognosis was described as good. Please reference MDR# 1119279-2012-00184 for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.